Manufacturer narrative:
Updated: e1, h6, h10. Corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 scope communication error issue could not be determined, however, the issue was likely the result of the ingress of water, from the forceps channel, into the scope connector during user handling/mishandling, causing intermittent electronic component failure. The event can be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image, ¿-when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ¿-if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an indentation on the insert part and a e216 scope communication error message was displayed. The issue was observed during reprocessing for a diagnostic (bronchoscopy) procedure. The procedure was completed with a similar device with no delays. No reports of patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation of e216 was not conformed, however, the insertion/connecting tube was dented. Additional device evaluation findings were that due to a pinhole on channel tube water tightness was lost, the image had slight shadow and the objective lens was slightly scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.